Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a notifier for non-sustained lead noise due to post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. Programming changes were made. Device remains implanted. Patient is fine and doing well after the programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.